Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.